Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot no lot information available.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to infection. Surgeon believes the infection is likely due to a dental procedure. Implants were well fixed but needed to be revised to eradicate infection. Patient will undergo a two step revision with a spacer in today. There was no loosening. Component that was revised was cemented. Doi: (B)(6) 2005 (femoral & tibial tray). (B)(6) 2019 (patella). (B)(6) 2020 (insert). Dor: (B)(6) 2020. Left knee.